Manufacturer narrative:
The impella device was discarded by the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported an impella cp on a 63 year old male for support due to acute myocardial infarction. It was reported that during support, there was a placement signal issue with placement signal showing a pressure of 206/70. Arterial pressure of patient was 130/70. It is unknown how the issue resolved, however, the procedure was completed successfully. There was no patient harm.